Event description:
On (B)(6) 2010, the patient was implanted with a self-made branched stent graft in an open thoracic procedure (open stent-graft technique) to maintain blood flow to the branch arteries of the aortic arch. On (B)(6) 2010, the patient underwent endovascular repair of a thoracic aortic dissection using a gore® tag® thoracic endoprosthesis (tgt3420/7160426). The patient tolerated the procedure, and no endoleak or adverse events occurred to the patient after the procedure. On (B)(6) 2010, a follow-up study revealed no endoleak and adverse events, and the aneurysm diameter was 55mm. On (B)(6) 2010, the patient was discharged of the hospital. On (B)(6) 2010, a six-month follow-up study revealed no endoleak and adverse events, and the aneurysm diameter was 51mm. On june 28, 2011, a one-year follow-up study revealed a distal type I endoleak with the aneurysm diameter of 57mm. On (B)(6) 2011, the patient was implanted with an additional stent graft to treat the distal type I endoleak. After the reintervention, the endoleak was resolved. On (B)(6) 2012, a two-year follow-up study revealed no adverse events with aneurysm diameter shrinking to 53 mm. Per the physician, an aortic dissection (erosion) was formed distal to the stent graft. This may have caused the lack of sealing to the aortic wall and the distal type I endoleak.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.